Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with vancomycin (1 gram, frequency and route not reported), meropenem (1 gram, once daily, route not reported), reflin (once daily, dose and route not reported) and amitax (100 milligram, once daily, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.